Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom), the device powered up normally. All tests passed on the functional tester. Conclusion: the eeprom was corrupt.

Event description:
It was reported that the customer purchased this external pulse generator (epg) some time ago but did not open the box. Recently when the box was opened and the epg was powered up. Upon start-up for the first time the device displayed an error. The epg was returned for servicing. There was no patient involvement, the event occurred prior to use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. (B)(4).